Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, when a reply dr device was interrogated, it was reported that the graph of pacing percentage in statistics column was not displayed in the overview screen. However, in the detailed statistics in device memories (aida screen), the graph of pacing percentage was normally displayed. No other abnormal behavior was observed. On (B)(6) 2015, the corresponding patient file was exported from this programmer and imported to another programmer with smartview 2.44j. The graph of pacing percentage was normally displayed in overview screen. Preliminary analysis confirmed the reported behavior via the provided photo. However, this behavior could not be reproduced. An issue in the programmer software is suspected.

Event description:
On (B)(6) 2015, when a reply dr device was interrogated, it was reported that the graph of pacing percentage in statistics column was not displayed in the overview screen. However, in the detailed statistics in device memories (aida screen), the graph of pacing percentage was normally displayed. No other abnormal behavior was observed. On (B)(6) 2015, the corresponding patient file was exported from this programmer and imported to another programmer with smartview 2.44j. The graph of pacing percentage was normally displayed in overview screen. Preliminary analysis confirmed the reported behavior via the provided photo. However, this behavior could not be reproduced. An issue in the programmer software is suspected.